Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an ob-gyn procedure, the clamp got stuck and the clips were not efficient. The clamp worked well for the last clips. There was no clinical consequence and no additional actions were taken.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2020. H2: additional information received: the both clamps had the same issue . No, it was not difficult to close or open the clamp. The clips were delivered, the clip was twisted, the ends were crossed. The clips fell out of the tissue because they were improperly closed but they were removed from the patient's abdomen. The clips were ejected from the device, but the jaws crossed each , they were not usable. One of the clamps jammed and couldn't pull out of the clip. Attempts are being made to obtain the following information: was there only one el5ml device of issue or were there two el5ml devices of issue (as in the additional information that you provided, you stated "the both clamps had the same issue")? Or are you instead reporting that two clips (fired from a single el5ml device) had the issue of crossing over and falling off of vessels? When you say the clips were "ejected" from the device with the jaws crossed," are you saying the clips were "fired" from the el5ml device and the ends of the clip crossed over each other? Did only one clip get jammed in one device? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).batch # t92k57. Investigation summary the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.